Manufacturer narrative:
A revision procedure was performed and according to our records, the lead remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead was exhibiting no capture due to suspected dislodgement.